Event description:
It was reported that during a renal artery angioplasty treatment procedure, ultra-soft sv balloon removal difficulties were encountered. "The renal stenosis was very tight. Used ussv balloon on pre-dilation of stenosis within renal artery. After pre-dilation of artery, the balloon had problems on withdrawal through a 7f introducer sheath. The balloon would not go through so the balloon was retracted into the guide cath and that was used to cross the stenosis, the balloon was inflated and an express sd stent placed." No patient injuries or complications were reported. Patient status is reported as "okay."